Event description:
Nine and a half months after the procedure, the pt was admitted with chest pain, st elevation myocardial infarction, and elevated serum markers. The pt had an acute myocardial infarction and subsequently expired.

Manufacturer narrative:
The pt presented to cath for an elective procedure, 45% lvef and 2-vessel disease was found. Percutaneous coronary intervention was performed on a 90% de novo lesion in the mid left anterior descending artery of 8mm in length in a 2.5mm vessel diameter. There was also little to no calcification present. The lesion was pre-dilated with a 2.0 maverick balloon at 6 atm before deploying one 2.5x13mm cypher at 12 atm. A dissection occurred, and it was treated with a 2.5x8mm cypher stent, proximal to the first stent, at 14 atm. Finally, a 2.5x33mm cypher stent was deployed distally, at 10 atm and 16 atm, overlapping the previous stent. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Nine and a half months after this procedure, the pt was admitted to the hosp with chest pain, st elevation myocardial infarction and with serum markers elevated. EKG confirmed the presence of an mi. Angiography was planned for the next day, but the pt expired. An autopsy was not reported. However, the death certificate indicated the primary cause of death was an acute myocardial infarction, cardiac arrest. The secondary cause of death was congestive heart failure. This represents notification of a 2.5x8mm cypher stent, with unk catalog and lot numbers as of this writing. It is also not available for testing and evaluation. Additional info has been requested regarding the product info, but is pending. This is one of three products used in the same procedure that were submitted under the following mfg numbers 3003742446-2006-00483, - 00484 and - 00485.